Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she was hospitalized due to diabetic ketoacidosis and being on the insulin pump. Customer stated her settings were missing. Customer stated the meter read high and she didn't feel well. Due to her feeling weak and lethargic her son took her to the emergency room. She was treated and sent home within 24 hours. Customer is not returning the device for analysis.